Event description:
Health care facility reported that a patient had developed a skin irritation under the entire dressing at the insertion site, with moisture/purulent under the dressing pad. The catheter was removed in response to the skin reaction. The outcome of the skin condition is unknown. However, when the patient was seen on (B)(6) 2010, there were not any notes in the patient's chart regarding the skin irritation.

Manufacturer narrative:
Conclusions: no evaluation will be performed. Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored. The insert provides the following information regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressing changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.